Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.